Event description:
An apparent malfunction of the hemostasis introducer with apparent equipment failure occuring at the sidearm connection with the three way stopcock. More specifically, this was not disconnected, but was broken from the sidearm connector resulting in potentially disastrous results which were overted without incident.